Event description:
Re: phillips monitor r-061322, intellivue x-3, serial number (B)(6), mx 750, serial number (B)(6). The monitor permits the user to indefinitely silence safety alarms so when monitor defects an abnormal value, the value shows on the monitor, but the monitor does not audibly alarm to alert the clinical team. This is a significant patient safety concern. According to the manufacturer, this feature cannot be modified, it is all or nothing--either you have audible alarms always or you have no audible alarms. Ideally, the audible alarm would be able to be silenced for a short timeframe when clinically appropriate, but not indefinitely. This feedback was communicated to the company representative in dec 2023. Reference report: mw5152038.